Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood was unable to be cleared from an unspecified quantity of one link valves. The reporter stated that after flushing multiple times blood was still remaining. This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.